Manufacturer narrative:
Pump was received with no delivery error alarm during displacement test due to white substance build up on motor slide. Motor passed motor test. Unit had cracked reservoir tube, cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump was cracked after being dropped. Customer stated that the crack was at the bottom of the device near the piston. Blood glucose level at the time of the incident was 41 mg/dl, which was treated with 50 grams of glucose. Customer also reported that the insulin pump had a no delivery alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.